Event description:
During surgical procedure, great toe fusion, synthes 4.0 cannulated set used. The threaded end of the k-wire broke off into the bone and was visible on x-ray. 3 k-wires were used and were normal in appearance going in but coming out the silver metal coating had flaked off and was noted in soft tissue. No pt injury noted.